Manufacturer narrative:
Covidien isolated the failure to a connector of the front pcb for cracked solder. (B)(4).

Event description:
Covidien received a report that a n-560 had missing display segments on the spo2 portion of the display. No pt involvement.